Manufacturer narrative:
The root cause of the intra-operative vessel injury cannot be determined. There is no allegation that a malfunction of the da vinci surgical system occurred during the surgical procedure. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. Based on the available system logs, no related system errors were found to have occurred during the da vinci-assisted surgical procedure. The logs reveal that the stapler 30 curved-tip instrument was used for approximately 15 seconds during the surgical procedure but was never fired. The prograsp forceps instrument was used in three subsequent da vinci-assisted surgical procedures. As of the date of this report, no subsequent complaints have been reported to isi involving the stapler 30 curved-tip instrument and prograsp forceps instrument. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the pulmonary artery allegedly tore while the surgeon was tenting up the vessel with a stapler 30 curved-tip instrument and a prograsp forceps instrument. However, the root cause of the intra-operative complication is unknown. In addition, there is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred during the surgical procedure.

Event description:
It was initially reported that during a da vinci-assisted pulmonary lobectomy procedure, an unspecified artery tore while the surgeon was in the process of maneuvering an unspecified stapler instrument. The case was converted to open surgery. On (B)(4) 2017, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the isi clinical sales representative (csr): the csr was present during the surgical procedure. He indicated that bleeding was observed from the pulmonary artery while the surgeon was using a stapler 30 curved-tip instrument and a prograsp forceps instrument to tent up the vessel. The surgeon grabbed the vessel immediately to control bleeding that ensued. The decision was then made to convert the surgical procedure to open surgery in order to repair the vessel. The csr left the or after the conversion to open surgery was made. The pulmonary artery was repaired and the pulmonary lobectomy procedure was completed via open surgery. According to the csr, there was no allegation from the surgeon or surgical staff that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the patient's intra-operative complication.